Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to blood glucose. Customer declined to provide information regarding alternate insulin therapy.